Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 3.1inr. The corresponding lab result reported was 2.3 inr. This was a corelation study and no treatment was provided.